Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to an over delivery of insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function properly. No timeouts or drive stall were observed in the data. Review of the patient history buffer showed the automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ambulance visit, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by ambulance personnel with blood glucose (bg) values that dropped to 23 mg/dl. The patient's blood glucose (bg) values were reported to have been 320 mg/dl earlier in the day and the patient reported giving boluses all throughout the day for hyperglycemia. Correction boluses were given using cgm (continuous glucose monitor) sensor value readings. Patient confirmed accuracy of sensor readings with a blood glucose monitor. Later that evening, the patient was found by her husband to barely be conscious, with her tongue out. For treatment, the patient was given glucose gel with the help of several medical technicians due to patient's cognitive/alert status. The pod was worn on the arm for 24 to 36 hours. The patient was discharged after 2 hours.